Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o multi) cracked when detaching it from the vial. The following information was provided by the initial reporter: "after pulling the drug into the syringe it broke when she detached the n35 from the vial and it broke... The crack right at the white part at the end of the n35."

Manufacturer narrative:
H6: investigation summary multiple photos were provided to our quality team for investigation. Through visual inspection, the injector grips were observed to be separated and the injector was completed disassembled. Further evaluation identified grip 2 was cracked. A device history review was performed for lot 2201301, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Fifteen retained sample of the sample lot were used for additional evaluation. The products were inspected and no damage with the grips were identified. Product undergoes a series of visual and functional inspections throughout the manufacturing process, no issues were identified during the inspections performed for the reported lot. Although we cannot identify a direct issue, it was determined the crack likely occurred during the assembly process. A detection system was implemented to verify the grips are properly assembled, discarding any defective product identified, the reported lot was manufactured prior to the implementation of this system.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o multi) cracked when detaching it from the vial. The following information was provided by the initial reporter: "after pulling the drug into the syringe it broke when she detached the n35 from the vial and it broke... The crack right at the white part at the end of the n35."